Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was received for evaluation and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on evaluation of the product and record review of all available information, it is determined the 5.5mm revere pedicle screw, 45mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Patient underwent original surgery on (B)(6) 2011 when two (2) rods and eight (8) screws were implanted in the patient. It was reported that the patient experienced pain, and a second surgery occurred on (B)(6) 2011 when a broken screw at l5 was removed from the patient and replaced with another revere screw.